Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the four photos show a reload at a different angle with the proximal 2 drivers up, the knife exposed and the swing tab in the locked position. Also, can be seen some staples protruding on the distal end. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the few proximal staples of sr75 came out from the pocket, the knife was advanced prior to firing during the right hemicolectomy performed by the doctor. The procedure completed with opening a new reload sr75. No parts of the instrument left inside the patient cavity. There were no fragments generated or delay to the procedure. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/16/2022. D4: batch # 498a19. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with the knife exposed and the left gripping surface damaged. The reload had the proximal 3 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. Due to the condition of the reload no functional test was performed. The event reported was confirmed and it is related to improper use of the device. The swing tab in the unlocked position, the knife exposed and the gripping surface damaged are consistent with an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.